Event description:
This complaint is now reportable based on the analysis completed on (B)(4) 2013. It was reported that during a percutaneous coronary angioplasty procedure the device was unable to cross the lesion. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex coronary artery (lcx) . The lesion was predilated with an unknown 2.0x15mm semicompliant balloon. Then a 4.00x28mm promus element stent delivery system (sds) was advanced to the lcx; however, the device was unable to cross the lesion. The device was removed from the patient and the procedure was successfully completed with a different device. No patient complications were reported and the patient's current condition is stable. However, returned product analysis revealed stent damage.

Manufacturer narrative:
(B)(4). Device is combination product device evaluated by MFR: a visual and microscopic examination found that the stent of this device was stretched and damaged and had moved 9 mm proximally. It was noted that the stent struts on the second most distal row were raised from the balloon and misaligned. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. No issues were noted with the tip and balloon of the device that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).